Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported that there was a fluid leak associated with the patient's pd treatment. There was an air detected in cassette warning during fill 3 of 5. The patient stopped treatment and found fluid in the pump module area and fluid on the external part of the cassette. It looked as if fluid was leaking from a possible rupture in the cassette. In a follow up, the patient's pd nurse said there was no harm, intervention or adverse event associated with the fluid leak. The patient allowed the cycler to dry out overnight and is still using it. The cycler set is not available to return.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported that there was a fluid leak associated with the patient's pd treatment. There was an air detected in cassette warning during fill 3 of 5. The patient stopped treatment and found fluid in the pump module area and fluid on the external part of the cassette. It looked as if fluid was leaking from a possible rupture in the cassette. In a follow up, the patient's pd nurse said there was no harm, intervention or adverse event associated with the fluid leak. The patient allowed the cycler to dry out overnight and is still using it. The cycler set is not available to return.